Event description:
N/a.

Manufacturer narrative:
The exch pcb,front end was investigated at getinge's national repair center(nrc) per procedure and to the ipc-a-610 standard with visual damage observed to the temperature sensor which is broken and to connectors j1 and j2 which have a white residue on them, also rust was observed. Per nrc, based on past experience, this residue is consistent with saline. The board was not tested due to the saline damage. Retaining the board in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation. Event site phone number: (B)(6).

Manufacturer narrative:
Inspection of the exch pcb,front end_nbs was completed per procedure number (B)(4) revision g and to the ipc-a-610 standard revision h with visual damage observed to the temperature sensor which is broken and to connectors j1 and j2 which have a white residue on them, also rust was observed. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. The board was not tested due to the saline damage. Retaining the board in the nrc per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Getinge field service engineer (fse) 9/2/21- customer stated device has iabp fill failure (so-43811735). Onsite could not duplicate issue. Ran patient simulator with balloon catheter and pump completed autofill successfully. However, when connected trainer on pump, pump read "disconnect trainer- patient cables connected", falsely reading patient cables when simulator was attached. This issue is to be correlated with bad front end board. Front end board has been ordered and to be swapped out on 9/3/21. 9/3/21- replaced front end board. Test and checked device with trainer and error message "disconnect trainer-patient cables connected" no longer appeared. Test and checked device per manufacture specs. Device is functional and returned to service. Please see attached pictures and service orders for reference. The defective components were received for further investigation. Inspection of the exch pcb,front end was completed per procedure number 0002-07-d014 revision g and to the ipc-a-610 standard revision h with visual damage observed to the temperature sensor which is broken and to connectors j1 and j2 which have a white residue on them, also rust was observed. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. The board was not tested due to the saline damage. Retaining the board in the nrc per procedure number 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: while performing a service repair the getinge field service engineer (fse) identified that the pump was reading "disconnect trainer- patient cables connected", falsely reading patient cables when simulator was attached, the issue pointed to a defective front end board. The fse returned the following day to replace the front end board, tested and checked the unit with trainer and the error message "disconnect trainer-patient cables connected" no longer appeared. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a service for another issue the cardiosave intra-aortic balloon pump (iabp) had an error of "disconnect trainer- patient cables connected" when connected to the trainer, which was a false reading . There was no patient involvement, and no adverse event reported.